Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to use with an unknown number of revaclear 400 dialyzers, black spots were observed inside the dialyzer. There was no patient involvement. No additional information is available.